Event description:
A (B)(6) male with denali ivc filter placed 8 months ago presented with ivc thrombosis and fracture of one of the legs of the filter that was partially intraluminal and partially outside the ivc. Patient underwent extensive lysis, thrombectomy, and removal of the filter and the filter fragment. Dates of use: 8 months. Diagnosis or reason for use: deep vein thrombosis.